Event description:
The following info was received from the field; prior to the start of a coronary procedure when the tech pulled for negative pressure, she saw bubbles in the line. The tech is not sure of the source if from the stent catheter or the endoflator. The product was not clinically used and there was no pt injury.